Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on may 14, 2024, a 9 mm x 5 cm gore® viabahn® endoprosthesis (viabahn® device) was used in the cephalic arch to treat residual restenosis of an arteriovenous fistula (avf). Reportedly, the physician performed percutaneous transluminal angioplasty (pta) to the cephalic arch prior to deployment of the viabahn® device. When deployment was attempted, it was noted, that the deployment line was stuck. The physician then pulled the shaft of the catheter out and was able to successfully deploy the viabahn® device. The procedure was successful and there were no consequences or impact to the patient.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the returned device was observed to be consistent with the product listed within the complaint. Evaluation of the returned device indicates a deployment knob detached at the hub with some deployment line present at the knob and exiting the transition as well. The endoprosthesis was not returned. The reported failure mode of stuck deployment line is not consistent with the findings of no endoprosthesis returned. The root cause of the reported failure mode of a stuck deployment line could not be established with the available information. Investigation conclusions: the risk management file for the viabahn® device was reviewed and determined to be accurate and complete in relation to the complaint and associated investigation findings. No update is required. An assessment was completed to determine if the findings warrant consideration for a CAPA, scar, and/or fir following md179991. It was determined that no action is required. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced a stuck deployment line, and the device was subsequently manipulated for successful deployment. The viabahn® device delivery system was returned to gore for evaluation. No other items were returned, and the zipper constraint had been fully released as reported; therefore, an independent assessment of deployment performance was not possible. The cause for the reported deployment difficulty could not be established.

Event description:
The following information was reported to gore: on (B)(6) 2024, a 9 mm x 5 cm gore® viabahn® endoprosthesis (viabahn® device) was used in the cephalic arch to treat residual restenosis of an arteriovenous fistula (avf). Reportedly, the physician performed percutaneous transluminal angioplasty (pta) to the cephalic arch prior to deployment of the viabahn® device. When deployment was attempted, it was noted, that the deployment line was stuck. The physician then pulled the shaft of the catheter out and was able to successfully deploy the viabahn® device. The procedure was successful and there were no consequences or impact to the patient.